Event description:
The reporter stated the surgeon implanted an 12.0mm icm120v4 implantable collamer lens on (B)(6) 2010, in pt's left eye. The lens was explanted on (B)(6) 2012, due to excessive vault associated with elevated intraocular pressure. The lens was exchanged for a shorter length lens. Pt's last visit on (B)(6) 2012, ucva was 20/20.

Manufacturer narrative:
(B)(4) - secondary surgery, (B)(4). (B)(4) - excessive, (B)(4). (B)(4).